Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured as soon as it was initially inflated at 8 atmospheres. The device was pulled back, and the procedure was completed with another of the same device. No complications were reported, and the patient is in good condition.

Manufacturer narrative:
D2b pro code (product code): fge, lit.

Manufacturer narrative:
D2b pro code (product code): fge, lit. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the distal markerband. A visual examination of the markerbands, shaft and tip identified no damage or issues.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured as soon as it was initially inflated at 8 atmospheres. The device was pulled back, and the procedure was completed with another of the same device. No complications were reported, and the patient is in good condition.